Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that this r-wave amplitude was noted to be low. X-rays were taken to evaluate system placement. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.